Event description:
On september 12, 1997 the distributor rec'd a letter from the complainant advising the dist. Of the injury. The complainant was wearing slider ab3 sunglasses while riding her mountain bike. She fell and hit her face on a rock. The nose piece broke off and she states it caused a cut requiring 20 stitches. The distributor believes the injury was caused by the person falling on her face and not by the dist's product.